Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Concomitant products: 225cc mentor smooth round moderate profile saline breast implant, catalog # 3501630, lot # 105401. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a 225cc mentor smooth round moderate profile saline breast implant has experienced possible right-sided deflation postoperatively, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. Upon explantation, the implant was observed to be intact.